Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "start new sensor" error message on the 7th day of wear, with the adc freestyle libre sensor. The customer reported the symptoms of "inflamed reactions because hypoglycemic", seizure, and loss of consciousness. The customer's parents attempted to treat the customer with glucose tablets, and emergency services were called. A paramedic meter reading of 47 mg/dl was obtained, and the customer was treated with d12 (dextrose 12%) via IV. A paramedic meter reading of 146 mg/dl was obtained post-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a "start new sensor" error message on the 7th day of wear, with the adc freestyle libre sensor. The customer reported the symptoms of "inflamed reactions because hypoglycemic", seizure, and loss of consciousness. The customer's parents attempted to treat the customer with glucose tablets, and emergency services were called. A paramedic meter reading of 47 mg/dl was obtained, and the customer was treated with d12 (dextrose 12%) via IV. A paramedic meter reading of 146 mg/dl was obtained post-treatment. There was no report of death or permanent injury associated with this event.